Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms in all three configurations. The patient was scheduled for a device change out procedure, and the physician elected to replace the lead at that time as well. The rv lead was surgically abandoned. The crt-d was explanted. No additional adverse patient effects were reported.